Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped per instruction. When the fiberoptix slide was placed into the intra-aortic balloon pump (iabp), the fiberoptix sensor (fos) did not zero and as a result, another pump was retrieved; again the fos did not zero. The perfusionist noticed that the sensor was "pushed into the housing." A second iab was prepped and used without complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.